Manufacturer narrative:
(B)(4). The return of the incident generator has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the generator is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a robotic assisted hysterectomy using a megadyne pad and a valleylab generator and pencil, the patient was burned. The surgeon saw smoke from the drape and removed it immediately. There was a burn on patient's right side above the knee on the outer side. The patient was examined by a plastic surgeon inter-operatively and they reported it as most likely 3rd degree burn. Patient will be followed on an outpatient basis and at this time the burn has been debrided. The injury location did not correspond to any devices' placement.